Manufacturer narrative:
A ge representative evaluated the system and replaced a cable. The system operates as intended.

Event description:
The customer reported a problem with the c-arm. No pt injury was reported.